Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that he was not able to finish the procedure of installation of the dental implant, because the connection that was being used to perform it got stuck inside the implant. In consequence, he had to remove the implant, which was not successfully replaced in the same surgical act.